Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The initial report was created under the incorrect product. This report has been created to provide the correct device information and correct the report to an adverse event.

Event description:
Customer reported experiencing high blood glucose. She reported symptoms of frequent urination and thirst. The blood glucose reading was 413 mg/dl. Customer stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that the insulin did not exit. The settings in the insulin pump were all correct. Nothing further was reported.